Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined. The event was consistent with pre-analytical handling issues at the customer site. Correct pre-analytic sample handling is within the customer's responsibility. A general reagent problem was not present, because the qc prior to the event was within ranges.

Manufacturer narrative:
Data was provided for an additional 10 patient sample with questionable troponin t results. Refer to the attachment to the medwatch for the patient data. The analyzer known as "l3" had serial number (B)(6).

Manufacturer narrative:
Data was provided for an additional 22 patient samples with questionable troponin t results. Refer to the attachment to the medwatch for the patient data. The field service engineer checked the analyzer and found no issues. The investigation is ongoing.

Manufacturer narrative:
The cobas e 801 analytical unit serial number was (B)(6) . The cobas pro analyzer serial number was (B)(6). The "l3" analyzer serial number was not provided. The investigation is ongoing.

Event description:
There was an allegation of questionable troponin t hs elecsys results from the cobas e 801 analytical unit, a cobas pro analyzer, and another unknown roche analyzer designated as "l3". Refer to the attachment to medwatch for all patient data.